Event description:
A patient reports while wearing a pod for longer than 48 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. The patient reports their blood glucose level had rose to 360 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Download data shows that the pod completed both first and second prime although it is unknown when the needle mechanism deployed. No damages or defects were found with the needle mechanism that would cause a needle mechanism failure. The cause of the reported event could not be conclusively determined.